Event description:
The customer reported the bp1 was not functioning and three pts were treated for hypertension though their blood pressure was not elevated. No further info available at this time.

Manufacturer narrative:
Pt data not currently available. This report reflects pt 2 of 3. A follow-up report will be submitted when the investigation is complete.